Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested by olympus and a root cause could not be determined. The device was evaluated where no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2024 for: 1-10 colony forming units (cfus) of escherichia coll, 1-10 cfus of pseudomonas aeruginosa, 10-100 cfus of cellulosimicrobium cellulans, and 10-100 cfus of microbacterium species. Tested positive on (B)(6) 2024 for: 1-10 cfus of cellulosimicrobium cellulans and 1-10 cfus of microbacterium species. On (B)(6) 2024 the device was tested and no growths were found at 48 hours. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured 3 times and came back with no growths the last time. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.